Event description:
The patient underwent a generator replacement surgery. Device return is not expected as the explanting facility historically does not return explanted devices due to the facility's policies. No additional or relevant information has been received to date.

Event description:
It was reported that the patient was being referred for replacement due to the battery nearing depletion and was reported to be at end of service. Decoded programming data was reviewed and did not support premature battery depletion. A review of device history records for the generator shows that no unresolved non-conformances were found. The device met all specifications for release prior to distribution. The device was manufactured with the use of laser routing. No additional or relevant information has been received to date.